Event description:
It was reported that the large needle driver instrument was not working properly. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the instrument was placed on a test system and the grips did not initially move. A popping sound was then heard coming from the instrument, before motion was translated to the grips. It was determined that the popping sound was likely the hypotubes which were stuck together and later became dislodged, which then allowed grip motion. Bio debris was found towards the distal end of the flush tube, suggesting that the hypotube may have also had dried bio debris, which caused the hypotube to stick. The instrument moved appropriately in all directions, once the grips became unstuck and free to move. Engineering also observed, that one side of the distal end of the instrument main tube, has a 2" long section with material removed. The damage appears to have been caused by a combination of instrument collisions and a cannula accessory. There are also various scratches concentrated in a .5" long section which may have been caused by instrument collisions or rough handling. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.